Manufacturer narrative:
The user experienced cardiac arrest resulting in death while reportedly using the ilet. This situation can result in sudden cardiac collapse requiring emergency intervention and is consistent with the reported cardiac arrest and ems response. Engineering log review indicated the ilet was functioning as intended, with no malfunction alerts or factory resets identified in the available logs. Device data prior to the event showed prolonged hyperglycemia, repeated occlusion alerts, and periods without insulin delivery due to cartridge depletion and incomplete cartridge load processes, as well as cgm sensor failure prior to the reported date of death. Available data does not confirm insulin delivery on the date of death, and clinical details are limited; therefore, a causal relationship between ilet use and the reported death cannot be established. Based on available information, the cause of the event remains unknown. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 11-feb-2026 it was reported that on (B)(6) 2026 the user experienced cardiac arrest and subsequently died. Emergency medical services responded, and the reported cause of death was coronary syndrome. The outcome was death.